Event description:
A health care professional reported during the cataract surgery with intraocular lens (iol) implant procedure the lens came out of the indicator crushed because the indicator pin pushed past the lens instead of correctly inserting it into the cartridge. Due to this defect, unable to implant the lens. There was no patient contact and no patient impact/harm. Additional information requested however no further information provided.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. The complainant indicates the use of non-company ophthalmic viscosurgical device (ovd) as a viscoelastic, which is not qualified for use with associated model, this is not a qualified company product combination. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow instruction for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).